Event description:
A cusa excel 8 was involved in an event during a procedure. The description is as follows: two alarms sounded following an ¿explosion¿ type sound. The product was in contact with a pt and there was a surgical delay of 1 hour and 30 minutes due to the absence of a replacement and usage of conventional techniques. The pt was not injured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.